Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that during procedure to dilate a high-grade lesion in the right afs (arteria femoralis superficialis), the balloon burst at 8 bar. Surgery was finished successfully with a second balloon. No patient injury occurred. Evaluation summary the evercross catheter was received for evaluation without any ancillary devices or cine images from the procedure. The device was returned within its transportation hoop. Dry sanguine material was noted in and around the balloon inflation luer lock on the y-manifold. Dry sanguine material was noted in the balloon chamber. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed: clear fluid observed exiting the distal tip. A 0.035in guidewire was loaded with ease from the distal tip through the proximal hub luer lock. A 10cc water filled syringe was attached to the balloon inflation luer lock on the y-manifold and a vacuum was pulled: air bubbles and sanguine tinted fluid was pulled into the syringe. The vacuum pull was repeated three times. The balloon was inflated and a pinhole leak was noted in the proximal end of the balloon chamber.